Event description:
After insertion of the sheath in the left atrium, the physician connected the saline solution flushing system to the sheath. The patient had st elevation followed by cardiac arrest. The patient was successfully resuscitated by CPR. Patient intubation and ventilation. CT and dsa negative; no cerebral air embolism visible. Patient was transferred to ICU. Prior to the insertion of the sheath into the patient, the nurse had flushed the sheath under water and there were no issues seen with the sheath; the sheath was functioning as expected.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.